Event description:
It was reported that the right atrial (ra) lead could not capture or sense in the atrium. It was noted that the lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.